Event description:
Customer reports: he touched his right eye today after removing the gloves and his eye became itchy, watery, and puffy/swollen. He has not sought medical attention nor does he feel that any permanent injury or damage has resulted. Contact reports that earlier this year while wearing this glove, he "touched his right eye and it became itchy, watery, and had swollen almost shut". He went to his physician who diagnosed him with "localized allergic reaction" and was prescribed oral benadryl and his symptoms went away after about 2 days. No permanent injury or damage resulted.